Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing elevated blood glucose levels ranging from 334 to 355 mg/dl. The customer currently has the common cold and reported needing antibiotics. The customer believes their cold to be the suspected cause. A manual injection was administered. The customer declined to troubleshoot with tandem technical support.